Event description:
A home pt's family member contacted baxter's technical svc ctr to report a "check heater line" alarm that was rec'd during the home pt's automated peritoneal dialysis therapy. Per initial report, baxter's technical svc ctr assisted the home pt's family member in ending therapy early. While discarding supplies it was noted that the membrane, inside of the door on the homechoice machine, was wet. No pt injury or medical intervention was associated with this incident, per the home pt's nurse.